Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿ipg replacement, inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The estimated longevity range would have been .75 years (burst continuous) up to 2 years (burst cycle) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 333 days or .92 years, suggesting the device had normal battery depletion at the time of explant. Per the device analysis, this event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.